Event description:
It was reported that the lead was explanted 62 months after the implantation due to oversensing.

Manufacturer narrative:
The manufacturers analysis results have been updated to reflect a new conclusion and result code. Upon receipt, the linox smart was found cut approximately 12cm distal to the is-1 connector pin. All fragments were returned for analysis. The solia was found cut approximately 46cm proximal to the lead tip. Only the distal fragment of the solia was received for analysis. The visual inspection of the available fragments of the linox smart showed the ligature marks approximately 40cm proximal to the lead tip. Furthermore, the inner conductor coil was found fractured 44cm proximal to the lead tip. This finding can be considered the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces in the pocket area. Additionally, the shock coil and the fixation helix were deformed, which most likely resulted from the extraction procedure. The visual inspection of the returned fragment of the solia revealed a cut in the insulation and a stretched fixation helix, which also presumably occurred due to tensile forces applied during the extraction procedure. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the two leads did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the linox smart was found cut approximately 12 cm distal to the is-1 connector pin. All fragments were returned for analysis. The solia was found cut approximately 46 cm proximal to the lead tip. Only the distal fragment of the solia was received for analysis. The visual inspection of the available fragments of the linox smart showed the ligature marks approximately 43 cm proximal to the lead tip. In this region, the inner conductor coil was found fractured. These findings can be considered the root cause of the reported oversensing. Based on the characteristics, it is reasonable to assume that this damage resulted from a tight suture. Furthermore, the shock coil and the fixation helix were deformed which most likely resulted from the extraction procedure. The visual inspection of the returned fragment of the solia revealed a cut in the insulation and a stretched fixation helix which also presumably occurred due to tensile forces applied during the extraction procedure. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the two leads did not reveal any sign of a material or manufacturing problem.